Event description:
Healthcare professional reported six days after injection with juvederm voluma with lidocaine in the cheeks, pt developed "large edema" to "both sides of face'. The healthcare professional is concerned that the pt may have an underlying infection. Pt was treated with hyaluronidase and antibiotics.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2014. Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of infection and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.